Manufacturer narrative:
Please note that the exact event date is unknown and the event date in used is the alert date. As reported through the legal department, the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, becoming embedded in the wall of the ivc and unable to be retrieved, requiring a failed surgery in an attempt to remove the filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information was available.   The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. Additionally, the dates of implantation and the attempted retrieval are unknown. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.   Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief for (B)(6), the plaintiff underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the plaintiff, including, but not limited to, becoming embedded in the wall of the ivc and unable to be retrieved, requiring a failed surgery in an attempt to remove the filter. As a direct and proximate result of these malfunctions, the plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information was available.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a recent history of adult respiratory distress syndrome (ards), h1n1 viremia. The patient is further reported to have experienced bleeding around a tracheostomy tube which was treated with the discontinuation of anticoagulation therapy. The indication for the filter placement was reported to be lower extremity deep vein thrombosis (dvt), multiple pulmonary emboli (pe) and hemorrhage. The filter placement procedure was conducted at the bedside since they were deemed to be too unstable for transport to the procedure area. The filter was implanted via the right common femoral vein and placed in the distal inferior vena cava (ivc) above the iliac bifurcation. The patient is reported to have tolerated the procedure well. Thirty-seven days after the implantation, the patient underwent an unsuccessful percutaneous attempt to retrieve the filter via the right common femoral vein. Multiple attempts to snare the filter proved to be unsuccessful. The filter¿s hook was reported to have been embedded in the ivc. The procedure was abandoned without complication. The patient is further reported to have experienced anxiety (requiring treatment), mental anguish, worry, stress, leg weakness, shortness of breath and extreme pain associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval was attempted thirty-seven days after the implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Due to the nature of the complaint, the reported shortness of breath, leg weakness and pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient discovery form indicates that the patient is being treated for anxiety.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an opteease vena cava filter. The indication for the implant was pulmonary embolism (pe), deep vein thrombosis (dvt) and hemorrhage. The patient¿s medical history is significant for adult respiratory distress syndrome (ards), h1n1 viremia. The patient suffered bleeding around the tracheostomy site for which anticoagulants had to be discontinued, for which placement of a removable inferior vena cava filter was indicated. As the patient was unstable for transport to the cardiac catheterization lab, the procedure was performed at the bedside. The device was placed via the right common femoral vein in the distal inferior vena cava just above the bifurcation of the iliac vein. Post implant venogram revealed no evidence for extravasation and no evidence of vena cava or iliac thrombus. Approximately thirty-one days later an attempt to remove the device was performed percutaneously via the right common femoral vein. Multiple attempts were made at snaring the device, however x-ray imaging indicated that the device was embedded in the wall of the ivc, thereby preventing engagement with the snare. It was decided at that time to leave the filter as permanent, there were no reported procedural complications. It was also reported that the filter malfunctioned and caused injury and damages to the patient, including, but not limited to, becoming embedded in the wall of the ivc and unable to be retrieved, requiring a failed surgery in an attempt to remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile form (ppf) indicated that the patient also experiences leg weakness, shortness of breath and extreme pain in addition to experiencing anxiety related to the device. There is no additional information available at this time. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Leg weakness, pain, shortness of breath and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information currently available for review it is not possible to determine what factors may have contributed to the reported events, there is also nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.